Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This complaint could not be confirmed in the lab. The root cause of the complaint was not determined. No lot number was reported. No batch review could be completed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that the transducer protector leaked during treatment. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.